Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited far r oversensing, noise oversensing resulting in an inappropriate automatic mode switch (ams) and pacing inhibition. The programming changes was performed. The patient was in stable condition.